Event description:
Procedure: nephrectomy. According to the reporter: an endo gia ultra universal instrument and an endo gia 45-2.5mm sulu misfired on the renal artery during a laparoscopic hand assisted nephrectomy. There were reportedly multiple instruments and sulus that misfired. The details of the reported misfires were not provided. As a result, the surgeon converted the case from laparoscopic to open to repair the damage to the vessels. The pt lost 600 cc of blood due to staple line failure. The case was extended by more than an hour. As of (B)(6) 2012, the pt had been brought back to surgery 3 times due to complications from the initial procedure and was in critical condition. The dates of the three reoperations were not provided. One of the three complications requiring re-op was reportedly to repair the superior the mesentery artery. The colon was dying. The surgeon performed a superior mesentery bypass. The sales rep was notified on (B)(6) 2012 that pt had expired. The date of death was reported as sometime between (B)(6) 2012. Product is being retained at (B)(6) health center. The customer was unable to provide a product lot number. Further details have been requested.

Manufacturer narrative:
(B)(4).